Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was jerking in all movements. The fse removed the rear cover of the c-arm, checked all bolts to find a loose bolt at the top of the motor assembly and tightened the loose bolt. After tightened the loose bolt, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm was jerking in all movements. No harm has been reported to philips. Philips has started an investigation of this complaint.